Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth/pairing test was performed and passed. A review of the bin file was performed and signal loss not found for serial number (B)(4) within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over an hour is reportable. No injury or medical intervention was reported.